Manufacturer narrative:
(B) (4). Evaluation summary: analysis of the returned sds noted blood on the balloon, distal shaft, hypotube and in the guide wire lumen. There was contrast on the balloon and distal shaft. This is consistent with handling of the product and the reported information that the product was advanced into the patient anatomy. The stent implant was not returned, confirming the reported stent dislodgement. However, there were crimp marks between the markers of the tightly folded balloon suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement within the patient anatomy, as observed in past incidents, may included improper or inadequate crimping at the time of manufacture, positive pressure during preparation for use, handling of the stent or interaction with the accessory devices, lesion/anatomy or previously implanted stents. In this case, it is possible that interaction with the accessory devices and/or lesion anatomy contributed to the reported stent dislodgement as no damage was noted prior to use, which possibly contributed to the reported angina. It should be noted that the promus instructions for use (IFU) lists angina as a known adverse event associated with coronary stenting. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met specification. In addition, a query of the complaint handling database was performed and there have been no other incidents reported for dislodgement or angina for this lot. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported stent dislodgement and angina could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: chest pain and surgical intervention. It was reported that during the procedure in the mid right coronary artery (rca) with a 3.0 x 15mm promus sds the stent dislodged. The promus sds was removed and the patient reported to have chest pains. An iabp (intra-aortic balloon pump) was placed and the patient was then taken to the operating room. It is unknown if the stent was removed and what procedure was performed in the operating room. There were no reported patient sequelae. No additional information was provided. (B) (4)